Event description:
The advocate stated his wife received a blood glucose reading of 97mg/dl from her contour next link meter and a reading of 45mg/dl from another meter.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the advocate was advised to return the test strips for evaluation.replacement test strips were sent to the customer.